Event description:
It was reported that a cerebral vascular accident (cva) occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). On (B)(6) 2022 the patient presented to the hospital reporting vision changes and numbness of the hand. At the time the symptoms occurred, the patient was taking 81mg aspirin. The patient was diagnosed with an ischemic stroke and administered tissue plasminogen activator (tpa). Following the administration of tpa, the stroke underwent hemorrhagic conversion. The patient was discharged and no further information on the status of the patient is available.